Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The device history record (DHR) for the lot number 30115454l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping and the ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by transthoracic ultrasound. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was moved to the intensive care unit (ICU) and required of extended hospitalization. Patient¿s outcome is fully recovered with no residual effects. The physician suggested this was an unfortunate, though known complication. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. It was noticed that the contact force readings from the thermocool® smart touch® sf bi-directional navigation catheter were greater than 60 grams and sustained at times. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed. The exact time of injury is not known; therefore, the exact settings of radio frequency generator at the time of the injury cannot be determined. The catheter irrigation was set at 2ml/min nominal and 8-17ml/min depending on the power applied. The patient did not receive anticoagulant during the procedure. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR reportable. The high force issue was assessed as not reportable. The high force issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.